Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the infusion set on the quick release would not work. The quick release would fall off. The reservoir would also leak out without the reservoir plunger being removed. The customer did not know what the reservoir's lot number and would call back to troubleshoot for the reservoir. The customer's blood glucose level was unknown.